Event description:
The customer reported that there was a cine error displayed upon system boot up and the cine was not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.